Event description:
The patient received inappropriate shocks and 54 events with atp due to a t wave detection and decrease in the r wave. During a reposition attempt, the helix would not extend. The lead was explanted.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.